Event description:
It was reported that the patient had a plus 2 diopter refraction after implantation of the intraocular lens during routine cataract surgery. The lens was removed, and replaced without complication.

Manufacturer narrative:
The intraocular lens (iol) was received, and diopter measured correct as labeled. Our investigation reasonably suggests this event is not manufacturing related. The iol met all manufacturing specifications prior to release.